Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the light guide cable buckled, the bending rubber missing, the remote control buttons cut, and the light guide fiber bundle (lcb) defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).